Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they started treatment about an year ago but it was so painful and they could not wear it, they stopped wearing the aligners. At check in the patient marked true to pain, inflammation, gingivitis, sensitivity, discomfort and jaw discomfort. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.